Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient was admitted to the hospital on (B)(6) 2023 for fungal peritonitis. Additionally, the patient had a blockage in the pd catheter (not a fresenius product). The pd catheter was removed. Attempts to obtain additional information were unsuccessful.